Event description:
Customer alleged the welds failed in the back of the seat by the hinges. Customer stated he manually drilled holes in the rollator and now the welds allegedly are not holding up in front by the seat. No injury alleged.

Manufacturer narrative:
The consumer is a male whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the rear welds by the seat hinge have failed. He drilled holes in the rollator to allegedly fix and now he states that the front seat welds are not holding. The consumers weight is unknown. The weight limit for the 65851b rollator is 300 lbs. No injury alleged. No RMA issued for the return of the product at this time.